Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified shunt vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, on initial inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. The balloon was unfolded which indicates it had been subjected to positive pressure. Solidified blood was noted within the balloon material which is evidence of a device leak. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 18mm distal to the distal edge of the proximal markerband and extending distally over the balloon material for approximately 23mm. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a mildly tortuous and moderately calcified shunt vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, on initial inflation at 20 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.